Event description:
Customer reported that their acuity would not reboot after unexpected shut down. Welch allyn tech support assisted the customer in troubleshooting, but the customer was unable to get it fully restarted. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The customer's it staff determined that the root cause of the shutdown was an overheated cpu power supply switching off. The site technician removed the cpu cover and removed/vacuumed the dust contamination. Once this maintenance was complete, the cpu reboot and performed as designed. The unit will not be returned. This incident is being reported in an abundance of caution. Cpu power supplies are off-the-shelf sub-components made by another manufacturer and sold by welch allyn, welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure. Method: other (customer technician visually confirmed that maintenance was needed).